Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation. A follow-up will be submitted upon receipt and completion of product investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed. A review of the share data log did not confirm the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional, if follow-up, what type?: additional information, event problem and evaluation codes ¿ additional.

Event description:
No product was provided for evaluation. Data was provided and investigated. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.